Event description:
The international affiliate reports that perforator could not be disengaged from the patient's cranium because of the malfunction of the device's release mechanism. A second trepan hole was necessary to disengage the perforator.

Manufacturer narrative:
Codman has requested return of the disposable perforator for evaluator. A follow up report will be filed upon receipt of the device and completion of the evaluation.